Event description:
It was reported that a death occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure. The next day the patient was discharged and then re-admitted later that day. The exact reason for re-admittance is unknown; however a small pericardial effusion was observed. On (B)(6) 2019, the patient was admitted to hospice for an unknown reason and passed away (B)(6) 2019. The cause of death is unknown. Boston scientific has requested additional information and no further information has been provided at this time.